Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) found no associated manufacturing nonconformities issued to the reported lot. It was reported that the pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the prostyle instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of performing the preclose technique would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 1494 clarifier-indication for use.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a thrombectomy procedure using a 9f sheath. After the procedure, a guide wire was inserted in the sheath, and the sheath was removed. Reportedly, no suture was attached to the needle when the plunger was pushed and pulled out, a cuff miss occurred. The tension was decreased to the suture, the foot was closed, and the prostyle device was removed from the anatomy. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.